Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the sds was advanced it could not cross due to the anatomy resulting in the reported failure to advance. The treatment appears to be related to the operational context of the procedure as prolonged balloon inflation over the perforation was used for treatment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the 2.8 x 16 mm graftmaster covered stent could not cross to treat a perforation in the posterior left ventricular branch (plv). Efforts to deliver the graftmaster were unsuccessful. Prolonged balloon inflation over the perforation was used for treatment. No additional information was provided.